Event description:
It was reported that signal loss occurred. Between approximately (b)(6) 2026, the patient experienced multiple instances of Dexcom sensor signal loss alerts while using the same sensor, the signal loss occurred even though her phone remained within the recommended communication range, often being less than three feet from the sensor. The issues occurred more than once during the wear session, though not every day, with the longest reported signal loss event lasting over three hours and possibly exceeding 24 hours. The patient mentioned significant signal loss event beginning at approximately 3:00 PM on (b)(6) 2026. Due to concerns regarding the prolonged loss of glucose readings and the inability to monitor glucose levels accurately, the patient sought medical attention and was hospitalized around (b)(6) 2026. She was seen and treated by a doctor upon arrival and was admitted however unable to provide the date of discharged. The patient was diagnosed with Diabetic Ketoacidosis (DKA). The patient had difficulty recalling the exact hospitalization and discharge dates and was unable to access all relevant records. The patient stated that she was residing in a skilled nursing facility and undergoing therapy. At the time of the call, no further information regarding the hospitalization outcome or treatment details was available. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of hyperglycemia and/or Diabetic Ketoacidosis.